Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite extension set was missing a component. The following information was provided by the initial reporter: "customer stated that there seems to be a plastic piece, utilized for additional leverage at connection, which seems to present on one version and not on another version."

Manufacturer narrative:
H.6. Investigation: two photos were submitted for quality investigation. The customer complaint of misassembly could not be verified by inspection. Inspection of the photos provided show that there are are two different male luer connections that the customer had received with item #37262e. Reviewing the build of materials for item #37262e indicates that the distal male luer connector can be constructed from two different male luer designs. A device history record review for model 37262e lot number 21095846 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not conducted due to the design being an approved construction based on the build of materials of the component. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #21095846 regarding item #37262e.

Event description:
It was reported bd alaris smartsite extension set was missing a component. The following information was provided by the initial reporter: "customer stated that there seems to be a plastic piece, utilized for additional leverage at connection, which seems to present on one version... And not on another version..."